Event description:
Patient stated that each day, since (B)(6) 2020, the initial v-go applied did not stay attached for the full 24-hour cycle. Patient stated the lifting began near 4 hours of wear. Patient discarded v-gos worn prior to today.